Manufacturer narrative:
(B)(4). Initial report sent to FDA on 03/02/2015.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagogastrectomy. According to the reporter: the needle broke in half during the procedure and they were not able to locate the half that fell into the patient. Currently the patient is ok. The needle was left inside the patient with no further effects to the patient's health. No additional information received.